Event description:
Urethral catheter removed due to complaints of bladder retention. Bulb deflated having only 3 cc of a clear yellow color fluid. Catheter bulb recheck and was re-inflated to rule out malfunction and it was noted the bulb did have a leak. Patient was able to urinate on her own and was not re-catheterized. No injury to patient was noted.